Event description:
The clinic reported that the patient presented the same day as the lasik procedure with flap striae in the right eye. The patient indicated that they woke from a post surgical nap and noted a change in the vision of the right eye. There was no discomfort or pain. The patient returned to the clinic 4 days later and the flap was lifted and stretched to resolve the issue. The patient's visual acuity approximately a week following the flap lift and stretch was 20/25 in the right eye and 20/20 in the left eye.

Manufacturer narrative:
Date of the report should state: (B)(6) 2013. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2013. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting the adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.